Event description:
The hub of the agilis introducer detached following removal from the package and prior to insertion in the patient.

Manufacturer narrative:
One 8-5f aglilis introducer was received for the evaluation. The device was received in two pieces, which separated at the shaft between the hemostatis body and the handle. Review of the device history recored confirmed this lot met manufacturing requirements prior to shipment. In conclusion, the returned product was received in two pieces. Microscopic examination revealed a clean angled separation through the shaft between the base of the hemostatis body and the handle. St. Jude medical has completed its investigation of complaint so hemostatis valve hub leakage or separation at the handle. A raw material batch of sheath polymer was major contributor to the issue. The finished sheath brittleness increased with gthis raw material batch on specific sub-lots. That caused greater susceptibility to leakage or fractur. Corrective action is being implemented that places more stringent limits on the raw material along with other actions to minimize the potential for embrittlement of the sheath and its effect on the device.